Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14 f amplatzer torqvue delivery sheath was chosen for a procedure. The delivery sheath was inspected for damage, kinks, or obstructions prior to use and found acceptable, and it was properly flushed and prepared per the IFU before delivery. The patient¿s anatomy was reported to be tortuous. During advancement of the delivery system over the wire into the femoral access site, the physician was unable to advance the sheath and encountered resistance immediately past the skin. The delivery system had not contacted the guidewire prior to the split tip being noticed (placing over the wire, no damage visualized). After multiple attempts, the physician removed the sheath over the wire and observed that the dilator was damaged, with a small tear at its distal end. The procedure was subsequently completed using a new 14f amplatzer torqvue delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of difficult to advance and split sheath/dilator tip was reported. The device was returned to abbott for investigation, and the dilator and sheath were each visually examined, and a damaged split was noted at the tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, exception (issue) 130010 was initiated on 18 oct 2023 to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of the noted dilator being cut into two pieces.

Event description:
It was reported that on (B)(6) 2026, a 14 f amplatzer torqvue delivery sheath was chosen for a procedure. The delivery sheath was inspected for damage, kinks, or obstructions prior to use and found acceptable, and it was properly flushed and prepared per the IFU before delivery. The patient¿s anatomy was reported to be tortuous. During advancement of the delivery system over the wire into the femoral access site, the physician was unable to advance the sheath and encountered resistance immediately past the skin. The delivery system had not contacted the guidewire prior to the split tip being noticed (placing over the wire, no damage visualized). After multiple attempts, the physician removed the sheath over the wire and observed that the dilator was damaged, with a small tear at its distal end. The procedure was subsequently completed using a new 14f amplatzer torqvue delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.